Event description:
The customer reported damaged devices when their instruments were processed in the sterrad nx unit. The customer stated they have had the rubber edge tear in the bending tip on two of their acn-2 cystoscopes. The customer stated that there were no injuries related to this event. No additional info has been forthcoming. If additional info is received, asp will send a supplemental report.